Event description:
The reporter states that he obtained the following blood glucose comparisons on the accu-chek advantage system: "hi" (greater than 600mg/dl) and 202mg/dl. "Hi" (greater than 600mg/dl) and 170mg/dl. "Hi" (greater than 600mg/dl) and 224mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.